Event description:
It was reported that the physician removed the extension from the box and when he put the screwdriver in the screw it "popped out". The pt was never implanted with the product, there was no pt injury, and the pt recovered without sequela.

Manufacturer narrative:
Final device analysis of the extension revealed that the distal end of the connector was twisted in molded rubber due to device handling. The conductor was broken. The #0 conductor wire was stretched beyond the original position of the #0 electrode before breaking. The #0 connector was pulled out and there was damage to the molded rubber at the #0 setscrew. Continuity was acceptable and there were no shorts between circuits. Circuit #0 was open.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.